Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to clots. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to clots. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter in order to prevent further pulmonary emboli (pe). The patient was a status post open craniotomy for trauma and developed a pe. The patient was a very high risk for anticoagulation because of the recent neurosurgery and thus underwent placement of the ivc filter. During implantation of the filter via right common femoral vein, the patient was medicated with 1mg versed and 25mcg of fentanyl for pain control and relaxation. The optease filter was then deployed just below the right renal vein using standard pullback technique. Post procedure ivc angiography showed excellent positioning of the filter, also with excellent sizing with it spanning through the entire ivc. According to the information received in the patient profile from (ppf), approximately on or about twenty-eight days post implantation of the ivc filter the patient became aware of the alleged events and reports to have undergone an attempted but failed percutaneous removal procedure due to occlusion of ivc filter, device is unable to be retrieved, blood clots, clotting, and/or occlusion of the ivc. The patient states that knowing this filter should have been removed is a stressful situation. As reported, the patient underwent placement of the optease vena cava filter via the right common femoral vein just below the right renal vein. Additional information received indicates that the filter was placed for recent multiple pulmonary emboli (pe) and that the patient was at very high risk for anticoagulation due to recent neurosurgery after a traumatic incident. Approximately one month after the implant, the patient developed blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and the device could not be retrieved. The patient reported that knowing this filter should have been removed was a stressful situation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within device or within the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Supplemental report generated in error. No additional information available. Should additional information become available, the file will be updated accordingly.